Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer cleared the occlusion alarm, and delivered a bolus to address the occlusion alarms. Customer reported blood glucose level ranged from 92-134 mg/dl.